Event description:
On (B)(6) 2025, the user reported repeated ¿alert 38¿ errors during a supply change while attempting to rewind the piston. Multiple restart attempts did not resolve the issue. The device remained functional but continued to display the alert. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.